Manufacturer narrative:
On september 27, mentor became aware that the patient is caucasian, and date of adverse event was (B)(6) 2021. Respective fields have been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor also became aware that saline device will be used as replacement on (B)(6) 2021. (B)(4).

Manufacturer narrative:
On november 23, 2021, mentor became aware that patient also experienced bilateral acquired deformity of breasts in addition to left side rupture. Reason for device explant and/or reoperation: left rupture, and acquired deformity of breast this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 10, 2021, mentor became aware that the devices were discarded. Hence, field h6 for "type of investigation" has been updated to "device discarded" on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively diagnosed after physical exam. As a result, the device will be explanted on (B)(6) 2021.